Event description:
It was reported that the site was having problems with their handheld computer. It was indicated that it would keep freezing despite troubleshooting steps. It was noted that sometimes, but not always, the soft/hard resets would resolve the issue. The device was sent back to the manufacturer for product analysis and the site was sent a new programming system. The programming wand was analyzed and there were no observed anomalies or discontinuities. The wand performed according to specifications. The handheld computer and software have been received by the manufacturer, but analysis has yet to be performed.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.